Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, oversensing and pacing inhibition were observed. Additionally, the patient experienced syncope episodes. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, oversensing and pacing inhibition were observed. Additionally, the patient experienced syncope episodes. It was decided to explant and replace this device. This device was returned for analysis. No further adverse patient effects were reported. Additional information was received via a journal article indicating this patient died while in the hospital 11 days after the device replacement procedure. The article author reported that the patient had experienced increased weakness with the syncopal events and required intubation in the intensive care unit (ICU) prior to their death.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, oversensing and pacing inhibition were observed. Additionally, the patient experienced syncope episodes. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.